Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was a crack in the bottom of the tube body causing leakage in 2 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. After review and analysis of the customer photos, multiple tubes were observed to be cracked and leaking specimen onto the gloves of the health care worker. A visual inspection for brittleness was conducted on 10 retained samples, where one of these samples failed. Additionally, 30 retained samples were visually inspected for damages, and all passed without any failures. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged/cracked. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was a crack in the bottom of the tube body causing leakage in 2 devices. No adverse impact was reported regarding the patient or user.